Event description:
It was reported there were problems with the demand sensitivity (ventricle). It was also reported the sense light is on and flashing. The device was connected to an analyzer and the ventricular sensitivity was set to 2 millivolts and measured in specification. When the dial was turned on the device to a greater number the sense light comes on. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was also noted that the lower case was broken, the battery contacts were compressed, and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.